Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient receiving hydromorphone (3.1 mg/ml at 0.8849 mg/day), bupivacaine (20.3 mg/ml at 5.794 mg/day) and compounded baclofen (205.6 mcg/ml at 58.69 mcg/day) via an implantable infusion pump. It was reported that the patient's pump stalled on (B)(6) 2020 and had not recovered. The caller was requesting the pump off password. No patient symptoms were reported. No further complications were reported.